Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 8 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube, and arteriotomy locator. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device was set to forward lock position, deploying the anchor. The device was reset to rear lock position, posting the anchor on the device tip. The anchor was manually pulled, deploying the anchor, collagen and tamper tube. The returned sample appeared to be used and was able to be successfully deployed. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device sheath, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided due to hospital policy a6: race: not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: neurosurgery the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a carotid artery stenting (cas) procedure, when the angio-seal device was inserted into the insertion sheath, the device and insertion sheath were confirmed to be snapped together. It was unknown whether a pre-deployment angiogram was performed. After the anchor was securely positioned, the device/insertion sheath assembly was withdrawn; however, the tamper tube was not exposed, and shuttling occurred. When the physician kept withdrawing the assembly, the assembly was withdrawn together. Manual compression was therefore applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The size of the sheath ancillary used, the puncture site, and the vessel diameter were unknown. The estimated blood loss was less than 250cc.